Event description:
It was reported that there was particulate matter inside a small volume intermate. The pharmacist stated there appeared be small white pieces that looked like plastic. This was observed after the device was compounded with an antibiotic solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 24, 2014 to november 26, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed white particles floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened, to address this issue. Should additional information become available, a supplemental report will be submitted.